Manufacturer narrative:
Section b5: driveline infection was previously reported under MFR # 2916596-2020-03205 and MFR # 2916596-2020-03204. Manufacturer's investigation conclusion: the report of a potentially compromised driveline can be confirmed based on the evaluation of the returned portion of driveline. A distal end driveline repair was performed by an abbott technical services representative on (B)(6) 2020. The approximately 21.0" segment of driveline replaced by technical services was returned for evaluation. Electrical continuity testing was performed, and all the wires were found to be electrically intact. No shorts or discontinuities were found during electrical continuity testing. After the removal of the silicone sleeve, bionate, and metal-braided shield layers, visual inspection of the underlying wires revealed a breach in the insulation of the green wire approximately 2.5¿ from the metal connector. The driveline was then submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation and revealed a breach in the insulation of the black wire, approximately 2.5¿ from the metal connector. No further areas of concern were identified during hipot testing. The conductors of the green and black wires were exposed, which appeared to be the result of fatigue failure due to repetitive flexing of the driveline in that area. There was no evidence of any mechanical damage such as crushing or pinching. The breaches in the wires would have interrupted function as a result of the exposed conductors of any of the wires potentially contacting the braided shield and shorting to ground if the device was supported by the mobile power unit or power module. The disruptions in the wires would have also affected wire phases I and ii and could have interrupted function as a result of a phase to phase short if the exposed conductors from any of the wires made direct or simultaneous contact with the braided shield if the device was supported by batteries or an ungrounded patient cable. The resulting shorts to ground would have caused the reported pump stop events, as seen in the submitted log file data. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. Sterilization and packaging documentation showed no deviation from manufacturing specifications. The implant kit shipped on (B)(6) 2017. The heartmate ii lvas IFU lists infection as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Instructions regarding preventing infection are outlined in various sections of this document. The IFU discusses damage due to wear and fatigue of the driveline and includes driveline care instructions. All heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The heartmate ii lvas patient handbook also contains instructions on preventing infection, as well as information on caring for the driveline. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
Section b5: corrected data. No further information was provided. The manufacturer is closing this event.

Event description:
The patient had a driveline re-routing procedure in (B)(6)2018 (reported in MFR. Report # 0002916596-2020-03095) in which the outer coating of the driveline was damaged.

Manufacturer narrative:
Only the percutaneous lead was returned. The pump was not returned. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had low flow alarms when connected to his mobile power unit (mpu). Interrogation of the pump revealed multiple pump stops and low flows. A review of the log file noted pump stops on (B)(6) 2020. This type of behavior has been linked to potential issues with the percutaneous lead. These issues only appeared to be occurring while the pump was connected to the power module/mpu. Technical support recommended keeping the pump connected to battery power until further investigation was completed. Technical support requested x-rays to identify a possible location of where the compromise in the lead was. Technical support also requested information about whether the percutaneous lead was exposed to any trauma, whether the patient has gained or lost a significant amount of weight, and if specific torso movements caused alarms. Technical support also wished to know if the patient was symptomatic. X-rays of the driveline were sent. There was some kinking of the driveline. It was unknown whether there was any internal damage at the areas of kinking. Technical support planned to be onsite on (B)(6) 2020 to perform a driveline repair. A repair was performed on (B)(6) 2020 starting approximately 2.5 inches from the exit site. The exit site had some sort of infection. There was also a small tear on the driveline white silicone jacket that was wrapped with rescue tape. The repair was started approximately 1 inch below the tear. There were some dried fluids noted when the white silicone jacket was cut. About 22 inches of the driveline were repaired. The excised driveline will be returned for analysis. The patient will remain on an ungrounded cable until the analysis is completed. There were no immediate alarms following the repair. The patient had a driveline re-routing procedure in (B)(6) 2018 (reported in (B)(4)) in which the outer coating of the driveline was damaged. There were also areas of extreme kinking visible on the x-rays. The patient had not lost a significant amount of weight. Specific movements did not seem to cause alarms. Since the driveline repair 24 hours prior, the patient had not had alarms. The patient was doing well and was to be discharged on (B)(6) 2020. The account planned to follow up with the patient in clinic in 1 to 2 weeks to reevaluate for alarms.